Event description:
The customer received questionable results on vitamin b12 (b12) for six patient samples. Of those six, it was determined that one sample was erroneous. The customer stated that all of the patients were on b12 supplements, so the physicians expected the values to be in the normal range. All results are in pg/ml. The patient had an initial b12 on (B)(6) 2013 of 67.76, accompanied by a data flag. This result was reported outside of the laboratory and was questioned by the physician. The sample was repeated on (B)(6) 2013 and generated results of 44.03, accompanied by a data flag and 635.7. The customer deemed the repeat results to be the correct results. There was no adverse event. The lot of b12 reagent in use was 17094306, with an expiration date of 12/31/2013. The field service representative found that the wash unit was out of adjustment. He adjusted the sampler liquid level detection, and also performed probe adjustments. He performed system checks, which were within specification. The customer also performed qc, which was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - device subassembly - wash unit.